Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip, a crack, and a white-clouded area; the due to clogging of the nozzle, the air supply volume and water removal ability did not meet the standard values; switch 1 had a scratch; the universal cord had a scratch and a wrinkle; the protector of the universal cord on the control section side had a scratch; the objective lens had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. A review of the device history record found that although non-conformity of the device was confirmed during manufacturing, it was shipped in accordance with specifications. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) ¿chapter 3 preparation and inspection" and the reprocessing manual "chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an issue with the air/water flow system. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.